Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 additional information: contact person phone: (B)(6), a getinge field service engineer fse was dispatched to the site to evaluate the unit. He tested unit and found batteries have prematurely failed. Replaced batteries, and performed all functional tests. Verified new batteries were charging and the unit operated on battery power. All tests pass at this time and are within manufacturer's specifications. Unit is cleared for clinical use.

Event description:
N/a

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit has battery issues. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.